Event description:
The customer reported having no delivery alarms during bolus. The blood glucose reading at time of call was 350 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump had the correct amount of insulin, and the reservoir was not empty. Assisted the customer to ran a fixed prime test and the insulin was delivered successfully. Days later, the customer called back and stated that the insulin pump continued alarming no delivery. The customer stated that his glucose level went into the 300's mg/dl. The next day, the customer did not eat at all and bolused 100.0 units of insulin with his inulin pump, but his glucose level continued high. The next day, his glucose went up on the 600's mg/dl, and he was hospitalized due to dehydration and diabetes ketoacidosis. Once the customer's blood glucose was under control, he was sent home. The customer stated that he is very lean and wants to know why he is getting frequent no delivery alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.